Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with a corneal abrasion in the right eye at the six days post (prk) photorefractive keratectomy visit. A bandage contact lens was placed due to patient pain; light sensitivity and swelling. The patient will continue the post operative drops, antibiotic, steroid and preservative free artificial tears. The reported abrasion has healed. The patient has stopped all drops except artificial tears as needed.